Manufacturer narrative:
H3. Product analysis: equipment used- video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition- the axium prime was returned for analysis within a shipping box, and within three resealable plastic biohazard pouches. Visual inspection/damage location details: the axium prime pusher was found broken distal to the break indicator, indicative of detachment attempts. The proximal segment (actuator interface, coupler tube, positive load indicator, break indicator) was not returned for analysis. The release wire and coin were fully retracted out of the pusher and not returned for analysis. No damages or irregularities were found with the shield coil. The implant coil was found still attached to the pusher and damaged. Dried blood was found within the retainer ring. Testing/analysis ¿ the blood was dissolved, and the implant coil became detached with no issues. No other damages or anomalies were found with the returned device. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" was confirmed. It is likely the cause of the non-detachment is the blood found within the retainer ring, causing the detachment ball to not exit the retainer ring. The proximal pusher segment, release wire, coin, and instant detacher used in the event was not returned. Therefore, any contribution of these subassemblies and instant detacher towards the non-detachment could not be determined. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium prime coil could not be detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating artery. The max diameter was 5mm, and the neck diameter was 3mm. The patient's blood flow and vessel tortuosity were normal. It was reported that two detachment attempts were made with the instant detacher, and 2 detachment attempts were made manually. A second instant detacher was not used as there were no issues with the instant detacher. A replacement coil was successfully detached. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a terumo long sheath, navien guide catheter, echelon 10 microcatheter, and stryker guidewire. Medtronic received a report that the axium prime coil could not be detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the posterior communicating artery. The max diameter was 5mm, and the neck diameter was 3mm. The patient's blood flow and vessel tortuosity were normal. It was reported that two detachment attempts were made with the instant detacher, and 2 detachment attempts were made manually. A second instant detacher was not used as there were no issues with the instant detacher. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a cook long sheath, navien guide catheter, echelon 10 microcatheter, and stryker guidewire. Additional information received reported there was no pushwire damage observed after removal from the patient. Prior to coil non-detachment, the pushing process had resistance and was not very smooth.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.